Event description:
The pt was found by his daughter in a "catatonic" state at 1/a on 7/12. He "stared straight ahead and did not speak." She called the ambulance and tested her father on his surestep meter with a result of 8.6 mmo1/l. She reported that his blood was runny a very red, unusual for the pt since it is typically difficult to obtain a blood sample. The paramedics arrived shortly thereafter and tested the pt on their meter (brand unk). The result was 2.9 mmo1/l with a concurrent test performed on the surestep meter of 8.0 mmo1/l. The pt was treated on site with sugar under the tongue and then a shot. He was given more sugar under the tongue during transport. Upon arrival at the hospital, he was given another shot and hospitalized until 7/15 for regulation of his blood glucose levels. The pt does not adjust his medications based upon meter results. His daughter reports that his medication changed as a result of the hospitalization, his diabeta was discontinued (although it was felt this may have been an omission on the pt's chart) and his metform was increased from 500 mg twice daily to 500 mg three times daily.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8